Event description:
It was reported that the system was not powering on. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that unit was not powered on. Upon functional testing fse found black main switch at the front of the pdu was faulty and fuse also blown in the pdu unit. The fse replaced pdu unit and pdu fuse. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.